Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and the device was found to have a sticking top trigger. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial-plateau-leveling osteotomy (tplo) surgical procedure on an unspecified animal it was observed that the small battery drive device top trigger was sticking. The reporter stated that when the trigger was depressed, it would not return to neutral position as intended. It was reported that there was no delay in the procedure as an identical spare device was available and the procedure was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.